Manufacturer narrative:
Evaluation summary: the connector pin of the lead became extrinsically damaged due to pulling/stretching/overstress, and visual summary analysis of the lead indicated damage at implant; full lead returned and analyzed.

Event description:
It was reported that during implant attempt, the left side vasculature was occluded so the lead was implanted on the right side. In the process of tunneling the lead to the left side, it was broken at the connector pin. The lead was not used, and an epicardial lead was implanted a few days later. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).